Manufacturer narrative:
Concomitant medical product: vedr01 ipg implanted: (B)(6) 2008.

Event description:
It was reported that the atrial lead exhibited steadily increasing impedances to high levels. On fluoro, the lead appeared to be dissected, indicating a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.